Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional) regarding a patient who was im planted with an implantable neurostimulator (ins). It was reported that the patient saw a "power on reset" (por) message on their controller. They reached out to their hospital first, who said they couldn't help and advised that they contact the manufacturer instead. When the patient services agent heard about the por message, they told the patient to contact the hospital because a reset of the ins was required. However, the patient contacted the manufacturer another time, saying the hospital again had referred them back to the manufacturer and told them they should make an appointment with the manufacturer representative themselves. Due to the unwillingness from the hospital to help and the fact that the patient was leaving for a holiday on friday, the patient services representative was hoping that that a manufacturer representative could reach out to the patient to schedule an appointment with them. The patient services representative advised the patient that this was highly unusual and normally the hospital should take care of the issue.

Manufacturer narrative:
The country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.